Event description:
It was reported that prior to starting pre-anesthesia of a da vinci-assisted left hemicolectomy surgical procedure, it was impossible for the operators to open the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was found to have an imprecise motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did move intuitively with full range of motion in all directions. However, the grips did not open properly during in-house testing. The grip tips moved in the expected direction, but the motion was non-exact. The grip tips were unable to open all the way. The grip tips were unable to open off the system when the grip open lever was manually actuated. No failures were observed during a log review. Functional tests were unable to be performed due to the inability of the grip tips to open. An additional observation not reported by the site that is related to the customer reported complaint: the housing was removed, and the instrument was found to have a dislodged grip ring. As a result, the grip tips were unable to open properly. The grip tips were unable to open when the grip open lever was actuated off the system. The set screw was observed to be installed in the grip ring. The complaint was confirmed by failure analysis.